Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer stated that she had a low blood glucose event in which emergency medical service was called. Customer was driving and pulled-over, she did not report any injuries. The customer stated that she did not get admitted to the hospital just treated by emergency medical service.